Event description:
Literature: this report is being filed after subsequent review of the following journal article by schliemann, b. Et al: surgical treatment of vertically unstable lateral clavicle fractures (neer 2b) with locked plate fixation and coracoclavicular (cc) ligament reconstruction published in archives of orthopaedic and trauma surgery (2013) 133:935-939. The article reviewed a study that evaluated the outcome of patients treated with a combination of locked plate fixation and minimal-invasive coracoclavicular ligament reconstruction for unstable lateral clavicle fractures. The type of fracture involved displacement of the medial fragment ( neer classification type iib). Between january 2007 and december 2010, 14 patients (12 male, 2 female) with an isolated unstable lateral clavicle fracture were treated with a combination of locked plate fixation and a minimal-invasive cc ligament reconstruction; all injuries were caused by a fall on the affected shoulder, six of which occurred while playing sports. The average age when the injury occurred was 38 years, ranging 22¿54 years. Fracture fixation was accomplished with either a 3.5 mm t-plate (n = 7), originally designed for distal radius fractures, or a pre-shaped 3.5 mm locking compression plate (lcp) superior lateral clavicle plate (n=7) (both synthes, umkirch, germany). After fracture fixation, various parts (flipptack® karl storz; button-pusher karl storz) were utilized to assemble a suture (ethibond, ethicon), in which the ends were knotted over the plate. Anatomic reduction was controlled with intraoperative fluoroscopy. (B)(4) is for complaints associated with two unknown plate implants (3.5 mm t-plate and a pre-shaped 3.5 mm locking compression plate (lcp) superior lateral clavicle plate ) and are noted as follows: ¿tautness¿ over acromioclavicular (ac) joint and mild pressure pain (n=2). Cc ligament calcifications (n=3). Plate removal (n=7) due to implant-related irritation over the lateral clavicle (n=3) or on patient¿s request (n=not specified). Obvious imminent skin perforation of a pre-shaped lcp (n=1); patient pain free, free range of motion and refused to have the plate removed. The literature article is attached to this medwatch. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Literature citation: schliemann, b. Et al: surgical treatment of vertically unstable lateral clavicle fractures (neer 2b) with locked plate fixation and coracoclavicular (cc) ligament reconstruction published in archives of orthopaedic and trauma surgery (2013) 133:935-939. This report is for an unknown qty of a pre-shaped 3.5 mm locking compression plate (lcp) superior lateral clavicle plate. (B)(4). The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.